Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt says that ins is at 40 percent and they were able to charge up to 60 percent but says its charging very slow. Pt said they know that they still have the bandage and staples in place. Pt says their trial went well and says the current therapy is working so far, and said its turned down low because they don't want to deplete the battery too fast. Pt says they do feel warmth when charging ins. Advised that pt should stop charging if they feel warmth or if it feels uncomfortable to have wr against the implant. Advised following up with hcp. Pt says managing hcp is a dr (B)(6) (doesn't know first name but thinks it might be chad). The patient was redirected to their healthcare provider to further address the issue. Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were able to use the equipment for the first time this week. Patient stated they went in a few days after the surgery on friday and they checked the implant site and gave the patient the equipment. Patient was starting to use it and it was going up to 60% on the battery but they were on the belt at times and they thought they were getting it positioned fairly but the first thing they saw was the battery dropped from 60% to 40% while charging and the ins stimulator battery continued to deplete. Patient confirmed they were using the recharger and the handset. Patient reported seeing the passive recharge mode screen with 0-0-1. Patient moved the recharging belt around. Agent reviewed considerations and patient was able to obtain and maintain an excellent connection with the implant progressing up to 20% and therapy was off. Agent reviewed information around therapy on/off. The troubleshooting steps that were taken on the call resolved the issue. Patient mentioned they will have the bandages and staples removed on monday. Patient mentioned the implant site is still sore. Agent had to call patient back to confirm their managing hcp.